Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc) during dwell three of five. The hp stated that air had entered the set up. The technical service representative (tsr) had the hp cycle the power. The tsr advised the hp to start over with new supplies or use manual supplies to complete therapy. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.